Event description:
There was an allegation of questionable chol2 cholesterol gen.2 results from 1 patient on a cobas 6000 c501 module. The customer suspects that there is an interfering factor in the patient sample. On (B)(6) 2023, the customer initially received a cholesterol result of 913 mg/dl with a flag indicating that the value was above the measuring range of the assay. After automatic dilution, the result was 892 mg/dl. A 1:20 manual dilution was performed and the result was around 1000 mg/dl. On (B)(6) 2023, another sample was collected and it gave a cholesterol result of 941 mg/dl with a flag indicating that the value was above the measuring range of the assay. After automatic dilution, the result was 996 mg/dl. A 1:20 manual dilution was performed and the result was around 1000 mg/dl. The results were reported outside of the laboratory. The analyzer serial number is (B)(4).

Manufacturer narrative:
Calibration was last performed on 19-dec-2022. Qc recovery data was acceptable on both days of the event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation found that the customer has non-roche reagents on the analyzer which may cause unknown carry-over interference. The investigation also found that the gear pump head has never been replaced on the analyzer. The investigation is ongoing.

Manufacturer narrative:
It was found that the customer was making a 1:20 dilution of the patient samples to reduce potential interference. Per product labeling, "determine samples having higher concentrations via the rerun function. Dilution of samples via the rerun function is a 1:10 dilution. Results from samples diluted using the rerun function are automatically multiplied by a factor of 10." The investigation did not identify a product problem. The root cause of the event could not be determined.